Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) balloon removed and replaced. It was further reported that the reason for this surgery was due to recurring incontinence. It noted that the patient continued with his incontinence after his original aus implant. The device was functioning, but the patient's baseline incontinence was significant.